Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, there was control loss after rotating the endoscope. The site confirmed that the issue occurred as soon as the surgeon switched the endoscope orientation. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the site to remove the sterile adapter (sa) and the endoscope, but still had no control. The tse asked the caller to press the emergency stop button and then recover; the issue was resolved, but the surgeon lost the endoscope control again. The tse asked to check if nothing was present between the sa, endoscope, and the arm. The tse asked to move the endoscope to another arm. After another try on arm 2, the surgeon recovered the use of the endoscope. The surgeon moved back the endoscope to arm 3; however, the fault returned. The tse asked the caller to remove the endoscope and check the manual rotation. The tse also suggested to power cycle the system. The site decided to remove and undock instruments prior to the power cycle. The issue was not resolved after the power cycle. The procedure was converted to laparoscopic surgery with no indication of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer site to further investigate the reported event. The fse advised the customer that windows shutters need to be closed in situations where direct sunlight can affect the head detection sensors on the surgeon side console (ssc). It was noted that the site worked with the window shutters closed, and the first surgery was completed without any issue. The system was verified and ready to use.